Event description:
The right ventricular lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. Follow up with the clinic determined that the lead was replaced due to an impending lead fracture which was observed during a routine follow up visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was fractured and distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.